Event description:
The facility reported a pump with a failure code810:04. This failure code occurred during customer use, there was no patient involved. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.